Event description:
Customer reported experiencing persistent low blood glucose events over the past few days, with the lowest reported level being 42 mg/dl. Customer consumed carbohydrates such as fruit, juices, granulated sugar, and peanut butter sandwiches to address the low readings. The root cause was identified as an unintentional change in basal rate settings from 3 units per hour to 9 units per hour. Technical support assisted the customer in updating these settings and advised consulting with healthcare provider for future updates.